Event description:
Per the audiologist, the results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple malfunctioning electrodes. The patient's device was explanted (date not provided). No information on reimplantation was provided.